Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump diminished the battery life, the pump was rejecting the new batteries, and received no delivery alarms. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-332a, mmt-399a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for acc-1601. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1880.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. No failed battery noted. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. No pump alarmed insulin flow blocked alarm found in pump downloaded history during event date or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Charge/battery lasts less than expected not confirmed. Failed battery test not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.